Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was returned without an alleged complaint. The device was available for evaluation. The electronic device-use logs were also provided. No information regarding the specific customer issue that occurred with the device was provided. Analysis of system logs showed evidence of a memory verification failure in the logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, there was a noise coming from the adapter when trying to articulate the device and struggling to articulate was also experienced. Another adapter was used to resolve the issue. There was no patient involvement.